Manufacturer narrative:
Product analysis was updated on 3/21/2017 to indicate that all measurements are within max. Od average of 0.0159¿ (B)(4). Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial/final MDR is the only report that will be submitted for MFR report #2954740-2017-00032. Device procode: krd/hcg. (B)(4). Concomitant medical products: deltafill coil; micrusframe coil; stryker sl-10 microcatheter; enpower control cable. Conclusion: the coil was not returned. The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Unreported damage of kinking was found on the device positioning unit (dpu) located at 54.56 centimeters and 148.0 centimeters off the proximal end. Unreported dpu protrusion located at the distal tip of the skive adjacent to the clear/green junction. The coil was found to have been unraveled off the soldered distal end as the coil¿s socket ring remained attached to the dpu via the detachment fiber. The resheathing tool¿s v notch had been fractured. The locking mechanism showed compression and stretching damage. No manufacturing defects were found. The circumstances of how and when all the unreported damage occurred cannot be determined. It is important to note that two other non-returned coils encountered resistance in the same s-10 microcatheter; therefore, the common denominator between the three complaints is the non-returned microcatheter. The complaint of the coils unintended detachment inside the microcatheter is confirmed. Without the return of the coil and the sl-10 microcatheter used in the procedure, the root cause of the unintended detachment inside the microcatheter cannot be determined, however the evidence as received highly suggests that the coil was anchored inside the microcatheter and was unraveled and separated from the dpu during removal. The source of the anchoring effect and location of the unintended detachment cannot be determined. It should be noted that two other unrelated microcoil systems encountered resistance issues inside the same sl-10 microcatheter as did the complaint coil. It cannot be determined if these coils produced damage to the microcatheters inner lumen before the complaint coil was advanced inside the same microcatheter leading to further contributions to the overall complaint event. The complaint of the resistance inside the microcatheter cannot be confirmed. Without the return of the coil and the sl-10 microcatheter used in the procedure, the root cause of the coils resistance cannot be determined; however, the evidence as received highly suggests the possibility of two contributing factors. These factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor may have been due to distal interference inside the microcatheter as two other non-returned microcoil systems also encountered resistance inside the same microcatheter. The source and location of this interference cannot be determined not can it be determined if the interference was of a detached or fixed nature. In addition, without the return of the coil and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary possible contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have damaged the coil, caused the dpu to protrude outside the sheath and caused the dpu to kink. In this condition severe resistance would have been encountered during the coil advancement inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the coil and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
It was reported by a healthcare professional that during a coiling procedure of a 14x12 para ophthalmic aneurysm a deltafill 18 14mmx45cm was difficult to advance and detach, a micrusframe coil encountered resistance in the stryker sl10 microcatheter when it was 2/3rd in the aneurysm, and a galaxy g3 extrasoft 3mmx8cm became stuck in the stryker sl10 microcatheter. The first coil placed was the deltafill 18 14mmx45cm (complaint product #1) where it took 4 attempts to detach the coil using the new detachment control box (dcb) and an enpower control cable. There were no issues with the dcb or enpower control cable as they were both used repeatedly during the case without further incident. As the physician was advancing the micrusframe coil (complaint product #2) into the hub of the stryker sl10 microcatheter (through the attached rhv), it appeared to be hitting something. The physician pulled back on the coil introducer and advanced again with the same result. He pulled back a second time and on his third attempt, the coil advanced without resistance; the coil detached successfully. Reportedly, the deltafill 18 and micrusframe coils felt much stiffer at 1/3rd of the proximal end and were difficult to advance. After placing 7 coils (both spectra and legacy micrus), the 8 the coil, galaxy g3 extrasoft 3mmx8cm (complaint product #3) became stuck in the proximal end of the stryker sl10 microcatheter when the coil was 2/3rd in the aneurysm. Force was being applied during coil advancement and the physician was advised to start over and hydrate the coil for 1 second prior to advancing it. While attempting to remove the galaxy coil, it prematurely detached inside of the stryker sl10 microcatheter, therefore requiring the entire system (coil and catheter) to be removed and a new sl10 microcatheter was used. All 13 coils used traveled through the stryker sl10 microcatheter without issue, with the exception of the galaxy coil. The procedure required an additional 10 minutes. The case was completed without any harm to the patient.